Event description:
It was reported that (1) tsw35 was used during an unknown procedure. It was reported by the rep that the endo cutter stopped working. It is unknown how the case was completed. There was no consequence to the pt. 7/28/2000 add'l info rec'd: the device locked out and would not fire.